Manufacturer narrative:
It was reported that one plate was found to be contaminated at receipt. Two pictures were provided showing the reported contamination on the plate. The batch history review did not indicate any discrepancies. A visual inspection was performed on the retention samples. As a result of this analysis no contamination was observed. All release testing was satisfactory and no deviations were observed. The complaint trends were reviewed for a period covering 12 months. There was one similar complaint reported during that period on this catalog number. However, a trend could not be identified. Based upon our investigation and the report and pictures provided, we confirm the complaint. A corrective and preventive action will not be implemented as a trend could not be identified. A definite root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that while using plate ofpbl agar 90mm 20 contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Event description:
It was reported that while using plate ofpbl agar 90mm 20 contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. PMA / 510(k)#: this product is similar to catalog number 299970. The 510k information for 299970 has been included.